Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate. Reportedly, the customer did not adjust the pump time for daylight savings. Additionally, it was reported that the pump shut off unexpectedly. Reportedly, the pump was reset to resolve the reported issue. It was also reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. The customer's blood glucose was 92 mg/dl.

Manufacturer narrative:
Removed code (B)(4).